Event description:
It was reported that the blue button dislodged itself and fell off the unit and the blood could not be reinfused. Approx 250-300 cc's of blood had to be discarded. It is unk at this time if a blood transfusion was required. There were no adverse consequences reported.

Manufacturer narrative:
The device will not be returned to the MFR for eval.